Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was placed in the patient's coronary sinus and the lead fell out of the coronary sinus. During a second attempt to implant the lead, the guidewire would not pass through the lead. The guidewire would get suck. The lv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor was flattened. The proximal conductor of the lead became extrinsically distorted due to flattening. There was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted the stylet was inserted and the lead was obstructed at 43.7 cm due to distorted conductors. The lead was obstructed with dried blood at 86 cm. If information is provided in the future, a supplemental report will be issued.